Event description:
A vague report was received in which a colleague infusion pump reportedly overinfused 20 hours of cardiac medication in 60 minutes. The hospital bio-med department performed flow accuracy testing on the pump and found it to meet specifications. No pt injury occurred. No additional contact or clinical info was available. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, age of pt, or medication involved.